Event description:
Journal reference: khera j, ghosh d, luciano m. A study of intrathecal baclofen pumps in children: experience from a tertiary care center. Neurology. 2008;70 (11, suppl.1):a131. To determine indications, utility, and complications of intrathecal baclofen (itb) pump therapy in children. Single center, retrospective review after irb approval. Inclusion criteria: pts < 21 years with itb pump placed between 1996-2006. A total pts identified with itb for spasticity and dystonia had follow-up for an average of 38 mos. MFR of pump and catheter was not stated. Reportable event: one pt had csf leak. See mfg report 2182207-2008-06629.

Manufacturer narrative:
Results = catheter.